Manufacturer narrative:
Medwatch sent to the FDA on 01/04/2017. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported events as follows: precautions and warnings: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications - possible complications of the use of the orbera system include: - gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. - continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus.

Event description:
Reported as: a patient with the orbera intragastric balloon had experienced, "vomit a lot after 15 days asymptomatic. Performed endoscopy and it was noticed gastric stasis, and hyper distended balloon. Doctor repositioned the balloon as a tentative to avoid explant." Device was removed and replaced with another balloon.

Manufacturer narrative:
Supplement #2: medwatch sent to FDA on 26-jul-2017. Device evaluation summary: the device was returned to the apollo device analysis laboratory. A visual examination was performed on the device, and noted the deployed balloon was observed to be discolored, as the shell and valve were blue in appearance. White particles and trace amounts of clear fluid were noted on the outer surface of the shell. A large opening was noted on the radius of the device. A sample fill tube was used for device testing. A valve test was performed, and when di water was injected into the valve, the flow of fluid was continuous and unobstructed. An air leak test was not feasible due to the large opening in the shell. The tear, measuring approximately 3.5 inches in length, was noted on the side opposite of the valve. Under microscopic analysis, the apparent origination point of the opening was noted to be striated, and consistent with damage from a surgical tool. The slit valve was noted to be discolored, and was blue in appearance.